Event description:
Per the sales representative's report on 07/01/2009, one screw backed out of the patient, and the other screw moved and pulled the plate away from the bone. The patient fell and was having pain in the arm so the doctor did a revision. There was no harm to the patient and the doctor had no issues during the revision case. Additional information received on 01 july 2009: in 2009, the surgeon performed a revision surgery to remove a 2-level plate construct due to the fact, that on x-ray one acufix self tap wide root screw was backing out, one screw had moved, and the acufix 2-level spikeless plate was pulling away from the bone. The surgeon replaced the construct with a one level plate at c5-c6. There appeared to be fusion already on c4-c5. Due to calcification underneath the plate, the representative reported that it looked as if there had been plate movement prior to the patient's fall. The surgeon stated he was not sure that he had secured the screws to their maximum potential in the original surgery.

Manufacturer narrative:
Requests have been made for the return of the product. Device manufacture date is unk. Evaluation is pending.